Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). The damaged instrument has not been received by the manufacturer for evaluation. No findings possible at this time. No parts have been received by the manufacturer.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the plastic on the tip of an instrument was peeling off inside the patient. It was reported that this occurred with two cannulas. The stripped instruments were used for 5 out of 6 levels of the procedure, and a new instrument was used for the 6th level. The procedure was reportedly a minimally invasive case, so it was not possible to see whether any of the peeled portion of the instrument was left inside the patient. No additional therapy was administered. The procedure was completed successfully, and no adverse impact to the patient has been reported. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional details have been provided.